Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter broke in half while it was being slit. No patient complications have been reported as a result of this event.